Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 58.5 cm. The reported event of insertion failure was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead appeared to have a blocked coil and the guidewire could not be advanced to the end of the lead. Positioning of the lead was not possible and a different lead was used to complete the procedure. No adverse event was reported and the patient was in stable condition.